Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "cracked screen" was confirmed, however the other comment of "slow boot" was not confirmed, but the hard drive was reconfigured and the software was reloaded and updated as a preventive measure. The display overlay/bezel assembly was replaced and calibrated and broken keyboard hinges were also replaced. The programmer passed its final functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer had a cracked screen and a slow boot-up cycle. The programmer was returned for service. No patient complications have been reported as a result of this event.